Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found error code 200 ref (B)(4); due to the core of the transformer on the pkrf board was broken. The unit was missing d socket cover, the current software needs to be upgraded, the housing had multiple scratches, the fault log shows error code 200 ref (B)(4) five times, error code 400 ref (B)(4), one time; foot switch mode pedal stuck. The usual cause is that the relevant foot pedal is held down during post or there is a faulty foot pedal, and error code 400 ref (B)(4), four times; generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Customer reported the generator was dropped and afterwards it was giving an error code 200 ref 54 after it tried to do a self-check. There were no reports of patient harm. During the device evaluation at olympus, the core of the transformer on the plasma kinetic radiofrequency board was found to be broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the pkrf (plasma kinetic radio frequency) board was faulty. A definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The problem was noticed before an unknown procedure.